Event description:
Left hip prosthesis broke, srom femoral stem 36 and 8 lateral 18-13-160 broke 1pm - 5pm from lateral collar. Surgery was performed on (B)(6) 2013 and replaced with a different company's hip.